Manufacturer narrative:
Technician found that the head section was drifting slowly as the head down valve was not seating. Replaced the head down valve to resolve this issue.

Event description:
Complainant alleged that the head section was drifting slowly. No incident was reported as a result of the drift.